Event description:
It was reported that during an upper right lobectomy lung resection procedure the surgeon fired the first firing across the pulmonary artery. He isolated the vessel prior to placing the device and firing it. When the surgeon observed the staple line it was bleeding and had cut but only part of the staples (1/3) were seen in the cut line. The knife had completed the cut but when he looked at the cartridge the sled had separated from the cartridge and 2/3 of the staples were still in the cartridge. He then clipped and sutured the artery and controlled the bleeding. He used a second like device to complete the procedure. No blood products were required, no patient consequence was reported. The device and the reload are returning. On what tissue type was the device used? Lung at what location on the tissue? Pulmonary artery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Lung at what location on the tissue? Pulmonary artery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis showed that the atw35 device was received in good visual condition. The cartridge was received partially fired 3/4, with the cartridge pan dislodged and lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Intra operative video and photographs were received. Upon review of the images, it was concluded that the potential cause of the reported event was the result of was an inadvertent, improperly loaded staple cartridge, a ¿long load¿. Refer to the instruction for use to review the proper loading technique.